Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted to the emergency room due to loss of consciousness. Since the patient was pacemaker dependent and reported having lifted heavy loads the previous day, the physician suspected something happened to this lead resulting in loss of capture. However, once the patient's pacemaker was interrogated, it was found to be in safety mode. With this new information, it was then suspected that since the rv lead configuration during safety mode is unipolar sensing pacing, it was likely oversensing of noise that inhibited pacing, resulting in asystole and a syncopal episode. A temporary external pacemaker was used. Subsequently, the patient underwent a revision procedure, and this lead was explanted without incident. Although visual inspection of the leads at time of revision was unremarkable, the physician elected to surgically abandon the leads and implant a new pacemaker system on the right pectoral side. Besides intervention, there were no other adverse patient effects reported.